Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator alarmed with a data acquisition pcb adc failure occurrence. There was no patient harm.

Manufacturer narrative:
During the repair of the device, the service center technician noted other error codes in the diagnostic log that suggests a spi bus issue had occurred. The technician was unable to duplicate the problem, however, he cleaned and reseated the data acquisition-to-motor controller pcba cable assembly as a repair action; no parts were replaced. Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The international customer reported the ventilator alarmed with a data acquisition pcb adc failure occurrence. There was no patient harm.